Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. Reportedly, there was no damage to the battery cap and no moisture or corrosion in the pump. No additional information was available.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed that there was a crack in the battery compartment. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Unrelated to the complaint, investigation revealed that the audio bolus button was damaged/punctured, but responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.